Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed that malfunction error did not recur, and then successfully started new sensor session, with no further issues reported.